Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the external valve torn on the inner face and internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The device had a leaky valve and air was observed inside of the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The device had a leaky valve and air was observed inside of the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.